Event description:
Customer reported an unexpected positive reaction with testing on galileo. A patient sample resulted on the galileo as ab positive, but repeated as a positive on the galileo and manually.

Manufacturer narrative:
Customer was referred to the operator manual. The operator manual states that forward only abo-rh testing has a higher risk of mistype due to the absence of reverse type results. Hazardous mistypes may occur. For this reason, abo-rh results should always be compared to the patient or donor's history.